Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73m1400006 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clip jammed in the jaws of first applier and multiple clips fell out of the second applier when it was loaded. All clips that fell into the patient's abdominal cavity were retrieved manually. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Complaint lot: per DHR the product auto endo5 ml, lot # 73m1400006 was manufactured on 12/01/2014 a total of (B)(4) pieces. Lot was released on 12/03/2014. DHR investigation did not show issues related to complaint. Lot of sample received: per DHR the product auto endo5 ml, lot # 73f1400231 was manufactured on 06/17/2014 a total of (B)(4) pieces. Lot was released on 06/19/2014. DHR investigation did not show issues related to complaint. One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without original package, lot # 73f1400231 sample was received, but does not match with lot # 73m1400006 in the notification. During visual inspection the trigger component was pre-activated, spring jaws component was damaged; bent upturned, no stuck clip in jaws. Failure mode jamming was not confirmed with sample received during visual inspection. Functional inspection: applier was activated (first activation) for full activation cycle and no clip was released; root cause for this issue is unknown other remarks: due to the applicator was received pre-activated. However; jaws ere reviewed and it was observed one broken clip of the hook. Then applier was activated (second activation) and broken clip was released, a third activation was performed and orange indicator was released. Although the failure mode jamming reported by customer was duplicated during functional testing, root cause of this issue is considered unknown since sample was received damaged; spring jaw component is bent. During the manufacture of the device, the manufacturing facility performs a 100% functional testing as part of final inspection and release. DHR documentation shows that this process was followed, so the device was functional at that time. Although the complaint defect was confirmed, a definitive root cause was not able to be determined. In addition an analysis of the complaint rate was conducted which shows a decrease in the complaint rate for these devices. No corrective actions are required at this time.

Event description:
Alleged event: the clip jammed in the jaws of first applier and multiple clips fell out of the second applier when it was loaded. All clips that fell into the patient's abdominal cavity were retrieved manually. The patient's condition was reported as fine.